Event description:
During insertion of a drainage catheter, the guidewire broke inside the introducer, leaving some of the wire inside the pt. The wire was later retrieved when the trocar was removed.